Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during computer-assisted left total knee arthroplasty by (B)(6) md, a piece of metal was noted in the wound. It was retrieved and found to be a tab off of the keel punch. No patient injury, both the punch and broken off piece are available for review.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.